Event description:
The info provided to sjm indicated a 19mm epic supra valve was implanted due to infective endocarditis. A few months post-implant,t he pt was noted to have an increased gradient. In 2014, the pt was reported to have a higher gradient and was experiencing symptoms of cardiac failure. The valve was removed and no infection was observed at the time of explant. Calcification was noted on the cusps during explant causing possible stiffness and immobility, though the cusps did not appear thickened. Another manufacturers mechanical heart valve was implanted.